Manufacturer narrative:
E1 initial reporter phone:(B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified cardiac ablation procedure with a preface® guiding sheath with multipurpose curve and the white lid of the hemostatic valve popped off. The valve did not dislodge inside the hub. There was no other noted damage on the sheath. The preface was replaced with a like device and the procedure continued. The procedure was completed without patient's consequence.

Manufacturer narrative:
On 26-dec-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 13-mar-2024, the product investigation was completed. It was reported that a patient underwent an unspecified cardiac ablation procedure with a preface® guiding sheath with multipurpose curve and the white lid of the hemostatic valve popped off. The valve did not dislodge inside the hub. There was no other noted damage on the sheath. The preface was replaced with a like device and the procedure continued. The procedure was completed without patient's consequence. Device evaluation details: the product was returned to biosense webster for evaluation. It was sent to cordis for further investigation. Visual and functional analyses of the returned device were performed following bwi procedures. Visual inspection of the device revealed the absence of the hemostatic valve on the hub.  This issue could be attributed to the reported event. Furthermore, dimensional and microscopic analysis performed on the ring hub did not revealed any issues. The root cause of the damage could be related to the shipping/ handling, however, this cannot be conclusively determined. The complaint reported by the customer was confirmed, as the hemostasis valve was not present confirming the the separated condition reported, no visible damage or anomalies were present in the components of the received device. The exact cause of the reported event could not be conclusively determined during the analysis as handling factor could be related as no manufacturing issues or anomalies could be denoted during this evaluation. Neither the phr review, nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time. A device history record evaluation was performed for the finished device number 18137384,  and no internal actions related to the complaint were found during the review. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).